Event description:
New information notes the lead also exhibited high pacing thresholds. The lead was capped and replaced on (B)(6) 2014. The patient was doing well following the procedure.

Event description:
It was reported that pt a presented in clinic for routine follow up. It was noted that oversensing was observed on the rv lead. Resolved by reprogramming. The lead remains implanted and pt will be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.